Event description:
It is reported that the cup was opened and placed on sterile field during surgery in 2008. The surgeon noticed the discolored spot and was concerned about the possibility the prod was not sterile. The device was not implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.